Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found foreign material was under the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. Omsc tried component analysis of the foreign material. However, the amount of foreign matter was not enough for analysis. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc surmised from the appearance of the foreign material, that it might be polyurethane derived from the sponge. If additional information becomes available, this report will be supplemented.